Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient experienced large amounts of cobalt-chromium metal ions and particles released into blood, tissue, and bone surrounding the implant. Patient began experiencing severe pain, discomfort, and inflammation in the area of the implant. Patient also experienced dislocation, disarticulation, and/or a slipping feeling in the hip joint and a sensation that the device could not support their weight. It is unknown whether or not patient has been revised.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2012- plaintiff¿s preliminary disclosure form was received, which identified side, doi, dor, and part/lot information. The femoral head is now being added to the complaint. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint should have been sent to completed as the investigation had already been previously done. Please send medwatches say the investigation is considered completed.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint has been reopened. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Update rec'd 4/2/2013- ppd and medical records received. The doi and side were provided. It should be noted, the medical records do not apply to this complaint; however, they do apply to an additional existing legal complaint for this patient. There is no new additional information that would affect the existing MDR decision.